Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to procedural factors due to difficulty visualizing the clip. The cause of the reported difficulty visualizing the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. 2 triclips were successfully implanted. Post deployment, second triclip had single leaflet device attachment(slda) from the septal leaflet. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.